Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on 18-june-2024.the blood glucose was 382 mg/dl at the time of event .patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.